Event description:
Staff nurse put pt in a sling whilst sitting in a chair, she then started to raise the hoist to lift the pt. When the tension was applied to the hanger bar, it dropped on it's own and make contact with the pt legs. The pt was unharmed, but was shook up.

Manufacturer narrative:
The report is being filed under exemption (B)(4) by the manufacturer arjohuntleigh (B)(4) on behalf of the importer (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Up to 10/29/2012, complaints related to this product were handled by arjo hospital equipment (B)(4) and any medwatch reports were submitted. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4) and any medwatch reports will be submitted. The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.